Event description:
Patient was admitted to unit on 1.5 lpm high flow nasal cannula at 35%fio2. Over the course of the next 8 hours, infant was weaned to 21% fio2 and remained there for several days. Three days later, infant was weaned to 1 lpm high flow nasal cannula. The next day, after a nipple feeding, infant had an oxygen desaturation and additional oxygen was required. When the blender was turned up to provide more oxygen, the dial was noted to have no resistance and not appear to be functioning correctly. Respiratory therapy was called to room and removed the blender and replaced with a new one.